Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: during testing, it was observed that the battery compartment was cracked and the returned battery cap had stripped threads and the cap was unable to secure to the pump. A test battery cap was used and was able to secure. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and battery cap with stripped threads. This report is made based on results of investigation completed on 23-mar-2018.